Manufacturer narrative:
The lead was returned without a reported event. As received, only the connector portion of the lead was received in one piece for analysis. Visual inspection of the lead found a full breach insulation degradation, and exposing the outer coil, noted to be adjacent to the connector boot.

Event description:
This report is to advise of an event observed during analysis. Degradation problem identified.